Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a splenectomy procedure, the device cut correctly. Only one side of the cartridge delivered staples, the other side the staples were missing. There was incomplete ligature bleeding, but it was controlled and there was no blood transfusion. Unknown how the case was completed.